Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two stents that was involved with the reported event and is related to mfg#9616099-2007-01909 and 9616099-2007-01910.

Event description:
In006,this patient, who was enrolled in the study, underwent a planned stenting of the right mid superficial femoral artery (sfa). Two smart stents were placed. In 2007, a restenosis of the stents was found. The restenosis occurred where the stents overlap in the vessel. It is unknown if the restenosis was greater than 50%. The restenosis was not treated. The patient is a female. The vessel anatomy at the lesion site was straight, the lesion was de novo. The lesion was located 100 mm from the superior edge of the knee prosthesis. The total lesion length was 130 mm, which was totally occluded. The lesion calcified. Twenty-four hours prior to the index procedure, 100 mg aspirin was given. At the beginning of the procedure, heparin was given, total dose during procedure: 5000 iu. The puncture site was ipsilateral. There was no difficulty accessing the lesion with a guidewire. The right mid sfa was predilated with a 5 x 60mm cordis savvy balloon. There was a loose flap at the lesion site following pre-dilation and a residual 70% stenosis. Two smart control stents of 6 x 80mm were placed in the right mid sfa, overlapping, as per protocol. Post dilation was done with a 5 x 60 mm cordis savvy balloon. After post-dilation, there was 10% stenosis. After stent implantation and post-dilation there was no dissection reported. Following treatment of the index lesion, the right popliteal artery was treated with a 5 x 60 mm cordis savvy balloon.